Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Patient implanted with hook on (B)(6) 2007. X-rays showed a broken s-hook. The device was removed and replaced with another on (B)(6) 2011.